Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported blocked marker lumen was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 5f sheath hole prior to a hepatic chemoembolization procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, the proglide device failed in blood reflux after introduction, there was no blood coming out of the marker lumen. The suture of a second proglide device was successfully pre-placed. The sheath remained 5f and the hepatic chemoembolization procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.